Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm during peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The power was cycled to clear the alarm. It was not reported how the patient planned to continue therapy. There was no patient injury or medical intervention associated with this event. Additional information is not available.